Event description:
It was reported that the patients implantable pulse generator (ipg) was explanted due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.